Manufacturer narrative:
One opened/used enlite sensor was tested and it passed with accurate readings. Complaint against needle was not confirmed due to customer did not return insertion needle only sensor. Adhesive anomaly was not confirmed due to sensor was returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor glucose and blood glucose readings had large discrepancies. The blood glucose reading was 108 mg/dl compared with the sensor glucose reading of 40 mg/dl. The customer stated that she had bumped the sensor a few hours and pushed the sticky part; she noted that it pulled up a little. The device received a bad sensor alert and calibration error notification. She observed that the sensor was slightly bent over to one side. Blood at site and product not adhering were issues also mentioned, but the customer declined troubleshooting for this. Nothing further reported.